Event description:
Philips received a complaint from a customer regarding a v60 device that exhibited a large leak while in use on a patient. No harm to the patient or user occurred, and no medical intervention or delays were reported. The customer, with the assistance from the remote service engineer (rse), confirmed the issue. A work order was created for bench repair.

Manufacturer narrative:
The authorized service provider (asp) and service personnel performed full diagnostic and verification activities. Although initial evaluation supported the reported complaint, comprehensive service testing confirmed the device was operating within specification. A bench repair was completed, components were replaced for maintenance purposes, followed by recalibration, system reset, and full performance verification testing. After completion of servicing activities, the device passed all required philips performance verification tests and was returned to service in compliant condition.

Manufacturer narrative:
During bench testing, the field service engineer (fse) was unable to replicate the reported issue. The device successfully passed system leak test, high pressure leak test, and air and o2 flow testing. Based on these results, it was determined that the issue may have been related to the customer¿s patient circuit rather than the ventilator itself. Preventive maintenance (pm) and full performance verification testing were recommended as a precaution. The investigation is ongoing.